Event description:
According to the customer: "a leakage located in the gas outlet appeared just after the priming. The set was not connected to the pt. No clinical consequence was reported. (B)(4).

Manufacturer narrative:
Manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If there untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs the fibers area able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface -pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.